Event description:
It was reported by service report that the fowler would not go up or down. It was also found that the siderail would not latch upright. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: spindle, fowler.